Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on past investigation results, the reported events are inferred to have occurred through the following mechanism: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear away. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed, and it was causing a probe damage error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the probe was broken at 16.24 millimeters from its distal end and the tissue pad was deformed. The broken probe tip was returned. There was no patient involvement.